Event description:
Upon removal of powerport the catheter was noted to be only 3 cm from hub. Transesophageal echo performed to see if the reminder of the catheter was in the heart. No evidence of catheter in the heart. Cxr performed. Catheter tip noted in the right pulmonary artery. Sent to cardiac cath lab for successful retrieval of embolized catheter tip via the right femoral vein.